Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown , lot#: unknown. It was reported by the customer that the flush was damaged and was told sometimes breaks off. Verbatim: flush was damaged and was told sometimes breaks off additional information received: there was a syringe that came out of the package with a defect on the plunger - small dent. The lot# is unknown as the package was thrown away. The syringe should arrive with the bd team any day now. Identified syringe was not used with a patient.

Event description:
Material#: unknown lot#: unknown it was reported by the customer that the flush was damaged and was told sometimes breaks off. Verbatim: flush was damaged and was told sometimes breaks off. Follow up: 03/15/2024. There was a syringe that came out of the package with a defect on the plunger(small dent and black spot), the lot# is unknown as the package was thrown away, the syringe should arrive with the bd team any day now, identified syringe was not used with a patient, item#r8000syr.

Manufacturer narrative:
One sample and one photo of a 10ml luer-lok syringe were received and evaluated. The sample received loose has damage to the plunger rod on three ribs consistent with being scraped. The photo shows the condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod damaged defect is associated with the assembly process.